Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate coverage due to stimulation being in an unintended area. X-rays were taken and revealed lead migration. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted. The explant was also reported under MFR. Report#: 1627487-2015-26334.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.